Manufacturer narrative:
The reagent lot number was 832324. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. Sample 1 initial result was 27.5 umol/l. The repeat results were 63.9 umol/l and 65.8 umol/l. Sample 2 initial result was 122.6 umol/l. The repeat results were 69 umol/l and 68.3 umol/l. The final repeat result was believed correct.

Manufacturer narrative:
The field service engineer adjusted the pump pressure, replaced the gear pump head, adjusted the ultrasonic mixer, checked the cuvette rinse, checked the probes, adjusted the probe washes, replaced the probes, and adjusted the water bath level. Multiple hardware checks were performed and were acceptable. Samples from the customer's water tank were collected and found to have pseudomonas bacteria. The investigation determined that the service action resolved the issue.